Event description:
In was reported that while expressing the air from the cannula during preparation for use, the cannula detached from the syringe. The cannula was prepped with balanced salt solution (bss) prior to attaching to the syringe. There was no pt contact. Another device from the same lot used during surgery without incident.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.